Event description:
It was reported that during a procedure of the totally occluded, heavily calcified, right coronary artery (rca) lesion, the whisper ms 190 cm was advanced and used in the rca, then a cross-it 100xt 190 cm was advanced and used in the rca. Resistance was met and the tip of each guide wire was found kinked when they were retracted from the guiding catheter. There was no clinically significant delay in the procedure due to the device issue. Additional whisper and cross-it guide wires were used to complete the procedure without incident. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The hi-torque cross-it, is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned whisper ms guide wire noted no blood visible and there was contrast on the polymer. It is possible that the guide wire was wiped down prior to shipment to abbott vascular for evaluation. The guiding catheter used in the procedure was not returned. Analysis confirmed the reported kink in the tip as there was a kink in the core, 1.5 cm proximal to the tip which is consistent with interaction with the lesion anatomy and/or other associated devices as no damage was reported during inspection prior to use. Analysis was unable to confirm the reported resistance as the guide wire was advanced through a new guiding catheter and there was no resistance noted. Resistance between a guiding catheter and guide wire can occur due to, but is not limited to, a damaged guide wire, condition of the wire coating, a damaged guiding catheter, patient anatomical morphology, wire manipulation technique, and/or lesion characteristics. In some instances, such as during manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearance between the wire and the guiding catheter can be reduced to an undesirable level and cause resistance between devices. Coagulation of blood or contrast can also be a factor in reducing clearance. In this case, the guiding catheter used during the procedure was not returned which may have aided in the evaluation. Additionally, the lesion was described as totally occluded and heavily calcified which could have contributed to the reported difficulty. The lot history record was reviewed and there are no non-conforming material records (ncmr) associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. Overall, the reported kink in the tip and resistance appear to be related to operational context of the procedure and there is no indication of a product quality deficiency. Manufacturing performs visual inspection of the guide wire tips after being loaded into the dispenser and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.